Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) emitted beep tones, and when it was interrogated, a possible device malfunction warning was exhibited. The patient was reported to have received radiation therapy in the pelvic area. The ICD was replaced.